Manufacturer narrative:
The source of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this device, defibrillation threshold (dft) testing was attempted; however, the patient could not be converted with a 17 joule shock and a 26 joule shock. The patient was externally shocked at which time he decompensated, became bradycardic, coded and was intubated. The physician aborted any further attempts at inductions. An echocardiogram was performed and there was no evidence of a perforation. The following day, the patient was extubated and device diagnostics were fine. The physician did not suspect a device issue caused or contributed to the clinical observations. No additional adverse patient effects were reported.